Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Customer reported general monitor multiple signals closed and it has fallen from the support. The device was in clinical use at the time the issue was discovered.